Manufacturer narrative:
Data analysis: automated impella controller (console) event logs revealed that on the complaint occurrence date, there was only a self-resolved controller error alarm (instead of controller failure). Logs from the reported day of event are consistent with complaint and show multiple "high guard level" errors, indicating possible electrostatic discharge events (esd), which are known to be causing keyboard to be temporarily unresponsive. After 4 minutes of the keyboard being unresponsive the console was shut down. Device analysis: the issue was not reproduced in (B)(6) and the console was found to be within specification and passing all testing. It is most likely that some undetermined esd event occurred, but aic did not receive any permanent damage. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the automated impella controller (aic) had a controller failure alarm. The alarm self-resolved but the soft buttons would not work on the aic. The aic was switched out with another unit. There was no patient harm reported.